Event description:
Right knee swelling increased; right knee pain increased was received in 12-feb-2006 from a physician regarding a female patient, with an unknown medical history, who experienced right knee swelling and pain increased. The patient began treatment with synvisc in 2005. The patient received one injection of synvisc into the right knee in 2005. In a week later, the physician noted increased swelling and pain and administered a depo-medrol injection into the right knee. In another week, the right knee was still swollen; the patient received another depo-medrol injection. The causality assessment was not provided. At the time of this report, the patient's outcome was unknown. Please refer to synv-15738 and synv-15739 for other adverse events from this reporter. Qa performed a review of the production and quality control documentation for lot# x0511. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.